Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was under delivery. The blood glucose level was 353 mg/dl at the time of incident. Customer¿s current blood glucose value was 209 mg/dl. Customer treated with manual injection for high blood glucose. Customer alleging the insulin pump because of the high blood glucose. The product will not return for the analysis.